Manufacturer narrative:
Correction-retraction of prior report: upon further review, it was determined that the event reported MFR report number (B)(4) was previously reported in MFR report number (B)(4). There will be no further updates on MFR report number (B)(4).

Event description:
A registered nurse (rn) reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. The nurse reported that within a minute after initiation of hd treatment the blood leak alarm was encountered. There was a visible blood leak from the dialyzer and arterial hansen line. The blood pump was stopped. Blood was not returned to the patient. There was no reported harm, adverse event or intervention in the initial report. Additional information was requested but not received. The dialyzer was not returned for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. The nurse reported that within a minute after initiation of hd treatment the blood leak alarm was encountered. There was a visible blood leak from the dialyzer and arterial hansen line. The blood pump was stopped. Blood was not returned to the patient. There was no reported harm, adverse event or intervention in the initial report. Additional information was requested but not received. The dialyzer was not returned for analysis.